Event description:
Customer alleged that two monitors overheated and emitted smoke and one flamed. No reported patient involvement. One of the alleged events occurred in 2001. The other two alleged event dates are unknown. Customer notified manufacturer of the alleged events in 10/2001.